Manufacturer narrative:
Meter was returned for eval and no faults were detectable.

Event description:
A user questioning the accuracy of the meter yesterday, she had gotten a reading of "hi", and gave herself insulin. She then got so weak and dizzy, and retested, and then got a very low reading. Readings were taken before eating. Does not trust these results. Does not have control solution to test. Readings were taken: (B)(6) 2013, 5:03pm, before eating: hi, 5:25 pm, also before eating: 83 (right after insulin).